Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert from the implantable pulse generator and presented to the device clinic. Upon interrogation of the device, it was discovered that the right ventricular lead exhibited a high voltage impedance error and a change in shocking vector. The patient experienced a ventricular fibrillation event two nights before and received multiple attempts of shocks until the configuration changed from right ventricular coil to superior vena cava coil and energy was delivered to convert the patient out of arrhythmia. On (B)(6) 2019, the lead was capped and replaced without complications. The patient was discharged from the hospital.